Event description:
A customer reported obtaining unexpected negative results with a sample on galileo echo (B)(4).

Manufacturer narrative:
An immucor technical support specialist reviewed the image result files for the echo and found that no plasma was pipetted into the test wells during the initial testing. The plasma was present in the test wells for repeat testing on (B)(6) 2012 using the same sample. The customer was able to perform troubleshooting and checked for tightness of the syringes and tubing; the probe accuracy test was acceptable and all other maintenance was current and within acceptable limits. We were unable to rule out that the sample may have had bubbles present during the initial testing. Customers were notified with customer communication (B)(4) (08sep2011) regarding liquid level detection and that the presence of bubbles may cause the sample to be pipetted incorrectly leading to unexpected negative interpretations.